Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: any malfunction of reprocessing accessories? No. Delay of pre cleaning? No. Delay of manual cleaning (if delayed, pre-soaking is required). No air / water flush during pre-cleaning? No. Detergent flush during manual cleaning? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was deviated from instructions for use. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the insulation resistance of the distal end scope cover to be below threshold and the bending section cover adhesive was separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera iii gastrointestinal videoscope with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer washed and dried the scope in a scope cabinet prior to returning the device. The report is being submitted due to foreign material in the scope found during evaluation.